Event description:
Pt woke up and found blood all over bed. Red lumen had fallen out of triangle housing. Repaired.

Manufacturer narrative:
12.5fr triple lumen catheter with tissue ingrowth cuff and -2 antimicrobial cuff in basic tray implicated. Received triple lumen cataor evaluation is triple lumen catheter trifurcation. Blue and white extension legs intact and secured to trifurcation. Red lumen received loose. Trifurcation/extension leg segment is 7.4 inches long. Detached red extension leg leaves round orifice in proximal end of trifurcation between blue and white extension legs. Body of catheter has been severed 0.3 inches distal to termination of the trifurcation. Distal segment of catheter has been severed 0.3 inches distal to termination of trifurcation. Distal segment of tubing is not included with complaint sample. Loose red extension leg measures 6.9 inches long. A lot history review reveals no manufacturing issurs & no other complaints for this lot. Tactual examination of red extension leg reveals numerous occlusion clamp impressions in clamping over-sleeve & tensile weakness beginning at over-sleeve filled and extending distally 1.5 inches. Tensile weakness is evidence tubing was stretched beyond tensile limits. Under 5x-10x magnification, extension leg's distal tip outer diameter contains thin, longitudinal lines of silicone flash residue remaining from molding process. This does not impact design or function of device. Uneven superficial annular impression noted approximately 0.1 inch from the distal tip. Impression caused by edge of trifurcation orifice & shows extension leg was securely seated in trifurcation. Extension leg's distal face has rounded edge with smooth, dull, convex face. Distal orifice has round, well-defined edge, typical of blunt trauma. Associating tensile weakness with blunt trauma implies a tensile break caused extension leg to separate away from trifurcation. Tactual examination of white and blue extension legs attached to trifurcdation remarkable for numerous occlusion clamp impressions in over-sleeves. Complaint file doesn't offer information on age of device, but number of clamping impressions suggests frequent device access. Trifurcation orifice for detached red extension leg is round & well defined. Large lumen tubing is seen recessed within trifurcation orifice. It has a round, well-defined edge & a dull, finely grained face, characteristic of blunt trauma. Rounded distal tip of extension leg mated with the cupped orifice in trifurcation & demonstrates close match. Annular impression near distal tip of extension leg also corresponds with trifurcation's orifice edge. Finding tensile weakness in detached extension leg combined with evidence of blunt trauma at both extension leg's distal tip & within the trifurcation orifice indicates tubing failure due to tensile break. Distal tip of catheter shaft has uneven edge with undulating, striated face, consistent with being cut with sharp instrument, which user may have done to effect repairs. Distal tip of catheter shaft has uneven edge with undulating, striated face, co